Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient presented for follow-up when the device was post-paced t-wave oversensing. The patient was asymptomatic. The oversensing was noted on egm. Programming changes were recommended.